Event description:
The surgeon implanted a collamer lens model cc4204bf and tore during insertion. It was indicated that the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. It was stated the msi-pf injector and sfc-25 fp cartridge were used, but the lot numbers were unknown.